Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2015, implant date, as no event date was reported. Initial reporter name: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that an upsylon was implanted during computer-assisted laparoscopic sacrocolpopexy and cystoscopy procedures performed on (B)(6) 2015, to treat a patient with severe pelvic organ prolapse. There were no patient complications during the implant procedure. Patient was awakened and taken to recovery room in stable condition. As reported by the patient's attorney, the patient experienced an unspecified injury.